Event description:
Post deployment of a sapien xt valve, the valve was working but a hematoma developed on the aortic root. A hematoma developed on the aortic root causing the right coronary ostia to close and limit flow. An open chest procedure was performed to bypass the right coronary artery after the sapien xt was deployed. The root cause of the hematoma was attributed to an extremely heavily calcified aortic annulus with calcium extending down into the lvot. The patient had severe native annular calcification, severe native leaflet calcification, and severe aortic root calcification.

Manufacturer narrative:
Per the instructions for use (IFU), hematomas are potential adverse events associated with standard cardiac catheterization, balloon aortic valvuloplasty (bav), aortic valve replacement and bioprosthetic heart valves. The available literature addressing peri-aortic hematomas following transcatheter aortic valve replacement (tavr) indicate that there are several possible etiologies and potential contributing factors, including the presence of bulky calcification of the non-coronary cusp (ncc), potentially causing calcification to be pushed against the aortic wall during inflation of the balloon; certain anatomic features, including the disparity between the volume of cusp calcium and the volume of the sinus of valsalva; clinical features, including advanced age, female gender and small body weight; deformation of the wall of the aorta during balloon inflation; exacerbation by intra-procedural hypertension immediately following tavr; overstretching of the annulus and/or the aortic root; and size mismatch between the native aortic annulus and transcatheter heart valve diameters. In this case, the exact cause of the hematoma cannot be confirmed. However, the procedure itself, in addition to the extremely heavily calcified aortic annulus with calcium extending down into the lvot and severe aortic root calcification likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review.